Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw head of the matrixneuro screw sheared off. The screw could not be removed and was left in the patient.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.